Event description:
This lead has an unknown implant and explant date. It was noted on (B)(6) 2013 that patient was shocked 22 times and so physician changed out the entire system. The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).